Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the inner lining (plastic side) of the device was burned. They think that the patient was injured but unsure as to where the burn is.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the jaw liner had melted and deformed during use. Investigation personnel performed functional testing on the returned hand piece using the test lab generator and battery. The device was activated with the jaws closed and submerged in glycerin bath at both power modes with unacceptable results due to the damaged jaw liner. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The melted jaw liner will prevent the dissector from cutting tissue sufficiently. The user's guide advises users not to activate the instrument with the clamping jaw closed unless there is tissue present as doing so may damage the device jaws. The user's guide and instruction for use (IFU) warn that use of a device with damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.